Manufacturer narrative:
Additional information: b2, b5, b6, b7 and d10. B5: upon follow-up, it was reported that the patient experienced fungal peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized; however, was not treated with antibiotics for the event. At the time of this report, the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis. The pd catheter was removed and the patient was transferred to hemodialysis. The cause, hospitalization, treatment and patient outcome were not reported. No additional information is available.